Event description:
It is reported the handle on the workstation was broken off. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The handle and hardware were replaced during the service call. The system was tested and found to be working as intended and put back into service.